Event description:
The dr explanted everything due to patient having pain and suspicion of infection.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.